Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the blue and white crystalized foreign material clogged in the nozzle could not be otherwise identified. The nozzle was not deformed, nor damaged. It was determined that the user conducted reprocessing in accordance with the instructions for use (IFU). Therefore, a cause of the suggested phenomenon could not be further presumed. In order to prevent further recurrence, it is recommended that the user facility review the method of device handling in accordance with the IFU. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, air channel clogging was observed. In addition, bending section cover rubber glue worn, light guide lens glue worn, charged coupled device lens glue worn, connecting tube wrinkled, knob play less angulation, and plastic distal end cover dent were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported an unspecified event related to the colonovideoscope. During a standard service inspection of the customer returned device, air channel clogging was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.